Event description:
It was reported that after the 2.0 x 15 mm voyager balloon catheter was un-packaged, it was observed that the joint point of the balloon and the shaft was not intact. So the physician changed another device and finished the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was not confirmed; however, there was extensive damage to the rapid exchange notch noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot revealed no other incidents for detachment of device component reported. Based on the information reviewed, there is no indication of a product deficiency.